Event description:
It was reported that the device did not measure any ventricular tachycardia episodes on the date of the cardiac arrest. The device remains in use at this time. No patinet complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data shows that the marker events and egm are out of sync.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.